Event description:
Our operating room pharmacist received a telephone order from a nurse in the operating room for "arixtra potato starch". We do not use arixtra (anticoagulant) in our hospital, so he looked into what they really wanted. "Arista" is a potato-starch based surgical hemostat. The similarity of these names and their opposing effects is very concerning for a (B)(6) misadventure. (B)(6).